Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Report states that the part of reservoir compartment broken off however, the reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and revert to backup plan and also the insulin pump will need to be replaced. The insulin pump will be returned for analysis.